Event description:
It was reported that the ventilator had an internal communication error. No more information was available. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator had an internal communication error. The ventilator was investigated by our field service engineer on-site and the issue could not be reproduced and no issue was found. The ventilator passed all functional and safety tests per factory specifications. No part was replaced. The cause of the reported failure has not been established in this investigation.

Event description:
Manufacturer's ref#: (B)(4).